Event description:
Meter name: ultra, strip name: ultra strips, meter code: 38, strip code: 38, strip storage: stored properly, symptoms: none. A patient reported they: went to the hospital this morning. Their meter allegedly was: inaccurately low. The result on their meter was 69. The result on the pharmacy's meter was 89. The time difference between patient's meter and pharmacy's meter was within 10 minutes. Treatment was given but unknown of what type was given. No further information has been reported.